Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. The customer primed the tubing and resumed insulin delivery. There was no reported adverse impacts to the customer¿s blood glucose level.